Event description:
It was reported that an unspecified issue occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual and functional tests were performed, including electrical safety testing, calibration, and simulated therapy testing. A review of the event history logs was also performed. Upon completion of the investigation, the reported issue of unknown problem was verified to be a system error 1031 (80c188 is not running-micro processor did not respond to a status request). The cause was identified to be the software . The software was scrapped to solve the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.